Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (cre3) result generated by the synchron cx7 instrument. A pt sample was tested for cre3 and a result of 9.1 mg/dl was obtained. The original sample was re-tested two times giving consistent results of 1.0 mg/dl. The result of 1.0 mg/dl was reported out of the lab. The erroneous result was not reported out of the lab, and pt treatment was not initiated or withheld.

Manufacturer narrative:
Bci reviewed the qc charts forwarded by the customer and no issues were noted. A field service engineer (fse) was dispatched: the fse adjusted cup temperature. The fse cleared an obstruction from waste exit port and flushed waste tubing. The fse changed waste peripump tubing. Although the fse made several hardware repairs, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).